Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: the balloon was observed to be unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and subjected to positive pressure when liquid was seen escaping from a pinhole leak in the balloon material 19mm distal to the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The markerbands and tip of the device were visually and microscopically examined and no issues were noted with the device that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-oct-2017. It was reported that balloon leak occurred. The target lesion was located in the urethra. A 5.0-40, 80 wanda¿ balloon catheter was advanced for dilation. The balloon was inflated, but did not pass the nominal pressure. It was noted that the balloon was leaking. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.